Event description:
It was reported to philips that the ac module (g1123c 055618) for the device was making a humming noise when powered on. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.